Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced loss of feeling in her lower extremities after a trial implant, it was found that patient had developed a blood clot. As a result, the trial lead was explanted and patient had regained the feeling in the lower extremities.